Manufacturer narrative:
Analysis of the catheter (B)(4), revealed an apparent material failure of the sutureless connector. Analysis of the catheter also revealed an indent in the seal of the sutureless connector. As received, the sc connector portion had the following anomalies: 1) a significant indent down in the cup of the sc connector; 2) slight damage to each of the retaining ring fingers; 3) crack in the material of the white silicone boot. The offset of the indent along with the slight damage to the retaining ring fingers indicates the connector may have been misaligned while attempting to be connected to the pump. However, the sc connector was attached and detached to 5 different pumps in the lab, three times on each pump, for a total of 15 attachments and removals. Each time this sc connector was attached to the pump, a robust connection was made. In regards to the indent, microscope inspection showed a significant majority of the indent is located in the silicone material of the cup of the sc connector. This indicated the connection between the sc connector and the pump's outlet port may possibly have been occluded when it was attempting to be connected to the pump. In regards to the cracks seen in the white silicone material, the released systems engineer was consulted. He felt it was unknown how these cracks exactly may have occurred. They may have been present when the sc connector was packaged of or they may have occurred during the attempted implant.

Event description:
It was reported that the physician stated the connector piece of 8709sc catheter would not connect/snap onto the pump. The physician used a connector piece from a new catheter. That connector piece connected/snapped on fine to the pump. The patient recovered without sequela. The patient was experiencing effective drug treatment.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4).